Event description:
It was reported that (3) tlc55 were used during a right colon resection procedure. It was reported by the rep that during functional end to end anastomoses the surgeon fired linear cutter to connect two ends of bowel. Thought staple line looked funny when closed common opening with tx stapler. The staple line from tlc55 leaked and had to remove more bowel and reanastomose bowel. The second anastomosis also leaked but was controlled by firing tx30 across leaking portion since the leak was very near the end. Opened a third instrument from same lot# but did not fire. Used tx30 to close second anastomosis. There was extended or time by thirty five minutes.